Event description:
It was reported that the patient with this right atrial (ra) lead presented to the emergency room (ER) and a reimplant procedure was performed. The ra lead was found to have inner and outer insulation damage in the lead pocket during the extraction and required explantation. The replacement procedure was successfully completed. No additional adverse effects on the patient were reported outside the revision procedure.